Event description:
Customer received a suspected false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn unknown, lot unknown, reader sn (B)(6)). Although requested, customer did not respond to technical supports attempts to obtain further information regarding the event.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Product history review could not be completed due to lack of information. Lot number and cartridge serial number were not provided. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22504l, reader sn (B)(4). Three repeat cue tests performed on (B)(6) 2022 and (B)(6) 2022 provided negative results. Customer states a confirmatory pcr test would be performed, however, result and test date were not provided. Although requested, no further information was provided.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.